Manufacturer narrative:
Follow-up #1: date of submission 04/16/2014. Device evaluation: the insulin pump and cartridge have been returned and evaluated by product analysis on 04/02/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found pump not prime alerts due to user not responding to empty cartridge and power reboot warnings. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Force sensor calibration was found within specifications. The investigation was unable to duplicate the reported prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, loss of prime alerts occurred frequently since started using the pump 7 months ago. The pump not primed alerts occurred with cartridges from different boxes. Reporter stated that cartridge cap was secured and there was no trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.